Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that the device stopped working in the middle of the case. A second device was opened, it too had the same problem. They had to open the pt leg to complete the case.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 trackwise ID (B)(6). The device was returned to the factory for evaluation on (B)(6)2019 and investigation on (B)(6)2019 . A visual inspection was conducted. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip. The silicone insulation on both the jaws were observed to be intact, no visual defects were observed. The device was not evaluated for electrical/cautery function since the hot jaw appeared to be damaged. Based on the returned condition of the device, the reported failure ¿electrical issue" is confirmed. The analyzed failures "material twisted/ bent wire" and ¿broken; jaw" were also confirmed. The DHR was reviewed for the reported failure ¿broken; jaw¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. Specific actions for the analyzed failure mode material twisted/bent is being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that the device stopped working in the middle of the case. A second device was opened, it too had the same problem. They had to open the pt leg to complete the case.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that the device stopped working in the middle of the case. A second device was opened, it too had the same problem. They had to open the pt leg to complete the case.